Event description:
This rv lead was implanted on (B)(6) 2017, and remains implanted at this time. A call was placed to technical services on (B)(6) 2017, stating that there was an intermittent loss of capture on the rv lead at high voltage channel was flat and no signal was observed on the rv rate/sense channel, however , a pace marker was onserved. X-ray was performed and noted the lead had dislodged one day post implant. The physician was dr. (B)(6), at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).